Event description:
On (B)(6) 2011, pt reported experiencing an elevated blood glucose caused by a leaky infusion set. Pt stated insulin was leaking under the adhesive pad of the infusion set. Pt reported she first noticed the issue when her blood glucose climbed to 345 mg/dl. Pt's normal blood glucose range is 110-150 mg/dl. Pt stated she removed the leaky infusion set and noticed the cannula was bent. Pt insets the infusion set by hand. Advised pt to try an insertion assist plus device. On follow up call on (B)(6) 2011, pt reported she received the new infusion sets but has not used them yet. Pt stated she began using infusion sets from a different box and lot number and was able to bring her blood glucose down to an acceptable level. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.